Manufacturer narrative:
Manufacturer ref: (B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported door issue which was reproduced. The eval experienced a door not fully latched message. The messages were found to be caused by loose link screws. The screws were replaced.

Event description:
It was reported that a spectrum pump had a door issue. It was also reported there was no pt injury.